Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent a gynecological procedure to treat stress urinary incontinence, vaginal prolapse and urethral hypermobility and an obturator sling was implanted. Concomitantly the patient underwent a laparoscopic sacral colpopexy, right ureter stent placement, laparoscopic retroperitoneal exploration with exposure of sacrum. The patient underwent mesh removal procedures on (B)(6) 2011. Due to erosion and vesicovaginal fistula. It was also reported that patient experienced the following post implantation: worsening urinary incontinence, chronic urinary tract infection , yeast infections, chronic dysuria and cystitis, leakage, urine odor, pain (suprapubic, abdominal, bladder and pelvic), nausea, vomiting, septic shock, anemia, fistulas, urosepsis, colon polyps, kidney infections, diarrhea, fecal incontinence, rectal and vaginal bleeding, vaginal scarring and discharge, erosion, air in bladder pneumaturia, fever, decrease in appetite, weight loss, weakness, fatigue, hematuria, depression, excoriation and inflammation of introitus, vagina and labia, urethral laceration, development of fistula between bladder and colon requiring colon resection (sigmoid colectomy (B)(6) 2011). (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07862. The same patient is represented in each medwatch